Manufacturer narrative:
Device analysis revealed broken weld(s) at bond wire pad(s). The epoxy bond was broken between the hybrid circuit and both battery terminals. Both b-bond wires were lifted. There was no output or telemetry. The battery voltage was 1.56 volts. Foreign material was found in the connector port(s).

Event description:
It was reported the stimulator was replaced due to normal battery depletion. The pt symptoms and pt outcome were not provided.